Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The issue with these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) provided an overview of what could cause an ICD to beep. In addition, a patient initiated interrogation (pii) was done at the clinic with field representative and physician and found that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that during pre-procedure preparation for generator change, the patient did not want a new generator implanted but instead requested to have current generator removed and to abandon the existing lead. The patient will be scheduled for a wound check appointment with no current plan to implant a new generator. No additional adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) provided an overview of what could cause an ICD to beep. In addition, a patient initiated interrogation (pii) was done at the clinic with field representative and physician and found that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that during pre-procedure preparation for generator change, the patient did not want a new generator implanted but instead requested to have current generator removed and to abandon the existing lead. The patient will be scheduled for a wound check appointment with no current plan to implant a new generator. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) provided an overview of what could cause an ICD to beep. In addition, a patient initiated interrogation (pii) was done at the clinic with field representative and physician and found that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.